Event description:
Due to problems with the radiance database a new database was installed on the server and the sys was reconfigured. This was done remotely by radiometer (B)(6) (via vpn). It was agreed by phone that the user should verify the installation and ensure that the units were forwarded correctly. The unit for thb was however, not changed from default (g/dl) to mmol/l which is the unit used I (B)(6) at the hosp. (B)(6) do not have the capabilities to see which unit is forwarded from radiance and therefore the results measured in g/dl would be shown as mmol/l. The central lab was contacted by clinicians who found the results suspicious and the error was corrected. It was reported that 193 pt samples were forwarded with incorrect unit, but no pts were adversely affected by this error.

Manufacturer narrative:
This problem was caused by a misunderstanding between radiometer and the customer regarding how the verification should be performed. Radiometer (B)(6) has implemented a checklist to ensure that this type of misunderstandings are avoided in the future.